Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a therapy delivery test failure. There was no patient involvement. One power pca was returned to failure analysis for evaluation. The pca passed all the tests. No fault found (nff) with this power board.

Event description:
It was reported to philips that the device had a therapy delivery test failure. There was no patient involvement.